Event description:
The patient reported that the down arrow keypad button became harder to press one to two weeks ago. He stated that he wears the pump on his belt and occasionally cleans the pump with alcohol.

Manufacturer narrative:
Follow-up # 1 10/11/2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button was intermittently responsive. There was evidence of keypad contamination found under the down arrow key contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.